Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, he found that the blade came out without the staples. Hand sewing was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.